Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent unexpected shut downs and unexpected resets. There was no information provided regarding the customer's blood glucose. The customer declined to provide further information regarding the reported issues.